Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported entire screen shows red or green tones from device startup, with some areas looking greenish and pinkish, and overall the colors are abnormal during a diagnostic procedure involving an olympus video system center. There was no patient injury reported.